Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected. Ticket trending review did not identify any trends. Device history record review did not identify any non-conformances or deviations with the complaint lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Median values (for the negative population) for the complaint lot(s) are within the established limits. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the architect total b-hcg reagent lot 39013ud00 was identified.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result for an asian female patient with hispanic/latino ethnicity undergoing treatment for infertility. The customer stated the patient was prepared for a biopsy due to the ivf (in vitro fertilization) failed, however when they got the positive hcg result the customer doubted the result and repeated the test. The repeat hcg test was negative. The following data was provided (reference range: < /= 5.00 miu/ml is negative, >/= 25.00 is positive): sid (B)(6): initial result: 40.16 miu/ml, repeat results: < 1.20, < 1.20 miu/ml; alternate test results < 1.20, < 1.20 miu/ml there was no impact to patient management reported.